Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that two months following lasik surgery, the patient presented with loose epithelium in the right eye. The patient complained of increased pain and tearing. The topical steroid drops were increased. Additional information has been requested.